Manufacturer narrative:
Investigation: the patient states that the unit gave him a jolt of electricity. DHR review revealed that the unit was manufactured by byers peak on (B)(6) 2009 with re-test passed. Unit passed zynex final testing with no issues. Mode = norm, p-w: 200 us, freq: 90 hz, timer: 60 mins, data: 15 mins, 1 time. Unit tested by joe moore, manufacturing technician, on (B)(6) 2011. He started the troubleshooting process and could not find any problem with the unit, it was in norm mode not sd as stated by the customer. The unit was then tested in sd mode per the final test procedure and passed all tests. Unit released to the service area for processing into the used inventory. Conclusion: could not duplicate the customer's problem, no spike in stimulation seen. Corrective action: none required, unit performed according to specifications.

Event description:
Patient reported, he felt a jolt of electricity when using the unit.